Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08002. It was reported the patient experienced drainage at her lead incision site. Patient went to the emergency room on (B)(6) 2014. Cultures were taken and tested negative for staph. Patient was prescribed antibiotics. An sjm representative met with the patient at her f/u appointment with her physician on (B)(6) 2014. Physician determined that patient's incision looked good and instructed patient to continue taking antibiotic until completed.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.